Manufacturer narrative:
Analysis of programming history.

Event description:
A review of programming and diagnostic data was performed. On (B)(6) 2009, a faulted system diagnostics test changed the generator parameters to unintended settings. The changed settings were first observed on (B)(4) 2010. The settings were not corrected until (B)(6) 2011.